Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The nurse reported via phone call that they experienced hyperglycemia with blood glucose of almost 600 mg/dl and treated with manual injection. They declined troubleshooting. Customer was using insulin pump 48 hours prior to high blood glucose event. The customer also reported that the insulin pump received the open book image on the screen. It was unknown if auto mode was active during the reported event. The device will be returned for analysis.